Manufacturer narrative:
The event was confirmed. No material or manufacturing defects were observed on the device features examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection: there are markings on the trunnion, consistent with interaction with the broach handle. The broach was otherwise unremarkable. Functional inspection: inspection confirmed the reported event, the broach does not smoothly detach from the handle. However, as the broach does not toggle with the handle it is not an issue. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that while in primary case the trunnion of the broach was sticking to the handle. Did not cause a delay in surgery.

Event description:
It was reported that while in primary case the trunnion of the broach was sticking to the handle. Did not cause a delay in surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown accolade ii broach. When completed, the investigation results will be submitted in a supplemental report.